Event description:
Activation buttons reversed. When cut is pressed, it activates coag. When coag is pressed, it activates cut. Generator does not give any error messages.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.